Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad completely came off. The manufacturing history was reviewed with ino irregularities. As a result of the investigation, it is highly likely that the ptfe pad came off since the user continued activating output without contacting tissue(including after the tissue already cut) for an extended time besides the ptfe pad received a load. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during uncertain procedure. It was reported that the ptfe pad of the device was separated. There was no pt harm reported.